Event description:
It was reported that review of a stored ventricular tachycardia (vt) electrogram was requested due to suspected loss of capture on this right atrial (ra) lead. A (B)(6) technical services consultant assessed and discussed the data with the caller. Loss of capture was not confirmed, and the system remained in service. No adverse patient effects were reported. Additional information was received over four years later that the device was explanted for normal battery depletion. This ra lead was explanted for noise during that same procedure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).